Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that the proximal conductor was cut. There was blood on the proximal conductor (not obstructed) and the outer insulation was cut. Visual analysis noted that the lead was damaged at implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the implant procedure, the lead was implanted without difficulty. However, the introducer sheath did not peel away successfully. The physician cut the remainder of the introducer off with scissors and damaged the lead insulation. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.